Event description:
The patient reported a lack of therapy benefit subsequent to revision in 2008; when stimulation was turned on, stimulation therapy had been intermittent. The pt had experienced shocking or jolting sensations when lying down or changing position to roll onto his left hip. The pt reported that he felt dizzy and the ins location was tender; the exact date of symptom onset was not reported. The pt stated the stimulation had not helped his pain compared to the trail period and he had felt more pain if he increased the settings. The product had been reprogrammed on 01/29/08, but the system was "still not working correctly." Movement or palpating the ins area would cause stimulation to change. The pt continued to feel high levels of pain; it became worse when he lied down or leaned on his hip. The pt was advised to turn the device off, until the product could be checked by the hcp or representative, and to consider x-ray analysis of the lead and extension connector area. The pt was redirected to report symptoms to the hcp. The physician reported in the following month, that the pt had experienced a new symptom of pain or discomfort described as a "sharp, stabbing, shocking" sensation. The date of follow-up was not provided. There was no injury reported; no changes or revisions were anticipated and the pt had recovered without sequela.